Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.